Manufacturer narrative:
The qdot micro device was returned to johnson and johnson medtech for evaluation on (B)(6)2024. Visual inspection, temperature and impedance test, and patency test of the returned device were performed following johnson and johnson medtech procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. The temperature and impedance test was performed and the device was found working correctly. No temperature or impedance issues were observed. A patency test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax could be related to the temperature issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The catheter instructions for use contain the following recommendations: when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. The instruction for use states: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode. As part of j&j medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. The temperature was too high in error on the carto 3 system and the ngen generator. The ngen generator was rebooted and the issue persisted. The cable was replaced with no resolution. When the catheter was replaced, the issue was resolved. There was no patient consequence reported. Additional information was received. The temperature cut-off value was not exceeded. The system did not continue to ablate above temperature cut off value. The system would not start. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6)2025, observed reddish material and a hole in the surface of the pebax. The event was originally considered non-reportable, however, bwi became aware of a hole in the surface of the pebax on (B)(6)2025 and have assessed this returned condition as reportable.